Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to discomfort. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although the most likely cause of the reported event could not be determined based on the available information and without the return of the device additional information received indicates the device was possibly placed in the joint space. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with healing of the surgical site as the patient's bones were confirmed to be completely fused/healed. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to discomfort. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.